Manufacturer narrative:
Three good faith efforts were made to have the device sent to philips contracted bench repair company for evaluation. The device was not received by philips contracted repair bench company for evaluation. A philips field service engineer (fse) was dispatched to install the replacement device but the fse did not confirm the issue and identify its cause. The fse advised the device was shipped for evaluation, however there is no record of it being received nor was any shipment tracking information available. In the event that the device is received or evaluated by a philips engineer, this complaint will be reopened for further evaluation. H3 other text : device not returned for evaluation.

Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. It was unknown by the reporter if the device was in use on a patient at the time of event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. It was unknown by the reporter if the device was in use on a patient at the time of event.